Event description:
It was reported that during the procedure, as the final screw was being inserted into the patient, the head of the screw snapped off. The remaining portion of the screw was left in the patient. The procedure was completed by redrilling next to the screw and placing a 3.5mm screw in its place. This issue resulted in a 75 minute delay in procedure.

Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Manufacturing and inspection records were reviewed and no anomalies were found.